Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture thresholds and a loss of sensing were observed on the atrial lead of an asymptomatic patient. The lead was programmed off.